Manufacturer narrative:
Titan touch pump and cylinders were received for evaluation. A separation within abrasion was noted on the shorter exhaust tube of the pump. This was a site of leakage. Abrasion was also noted on the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that pump tubing may have been overlapping while in vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to cause a separation through the shorter exhaust tube of the pump. A separation of this type may then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leak (tear). The device was revised.